Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had become dislodged. A loss of sensing was observed. No patient symptoms were reported. The lead was explanted and replaced without complications.